Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2014 due to conductor link extrusion to the outer ear canal combined with no sound impression. A new vibrant soundbridge was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.